Manufacturer narrative:
Per good faith effort response received from the authorized service provider (asp) engineer, it was found that the power management (pm) printed circuit board assembly (pcba) was faulty after a field change order implementation. The asp engineer therefore replaced the pm pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered.